Manufacturer narrative:
(B)(4). Batch # t4050r. Investigation summary: the analysis results found that three sticks of the bcd10 device was returned and one of the three sticks was returned with the tip of the device damaged. In addition, the tyvek was returned along with the instrument. Upon evaluation, the dissector tip of one stick was found broken from the shaft. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic esophagectomy, the cotton tip fell off when the device was inserted into the trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.